Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from a physician via clinical account specialist (cas) (company representative), referring to a female patient of unknown age. The patient's concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. The patient's medical history included pregnancy and had delivery. This report concerns 1 patient and 1 device. On an unknown date, the patient had vacuum-induced hemorrhage control system (jada system) insertion via vaginal route (lot# and expiration date were not reported) by physician for post-partum hemorrhaging (postpartum haemorrhage). It was reported that there was no device issue, but vacuum-induced hemorrhage control system (jada system) did not control bleeding (device ineffective) for the patient. Due to unsuccessful in controlling bleeding, the patient ended up with bakri balloon. On an unknown date, therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The patient sought medical attention. It was reported that vacuum-induced hemorrhage control system (jada system) came with blue seal valve. The physician stated that of the 20 vacuum-induced hemorrhage control system (jada system) they had used and four (4) of them were unsuccessful in controlling bleeding (used in four different patients). Upon internal review, the event of device ineffective was determined to be serious due to required intervention (devices). This was one of the four reports received from the same reporter. Medical device reporting criteria: serious injury. (B)(4).